Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved ndl delivery sys, it was reported that the surgeon who has used these items many times and believes they were faulty, said there was a problem with the t2 deploying prematurely. The items however were thrown away, so are not available for evaluation. Two more fast fix were opened and used successfully. Both faulty devices were removed from the patient (nothing left behind).

Manufacturer narrative:
Method, conclusion: no product returned for evaluation. Evaluation was not possible, as the devices will not be returned. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There were no internal processing issues which could have contributed to the nature of the complaint. Due to these facts we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).